Event description:
It was reported that the operator rolled the workstation of the system 9900 while still connected to the ethernet port. This caused damage to the port and prevented communication. There was no adverse patient involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified and the connector repaired. The system was tested and found to be working as intended and replaced back into service.